Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for an atrial fibrillation (af) with rapid ventricular response which did not convert. No additional adverse patient effects were reported. This device remains in service.